Event description:
Hill-rom received a report from the account stating the bed would not send a call to the nurses' station. The bed was located in clc room 60 of the facility. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom technician found the bed was not the issue. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician tested the bed in a different room and confirmed the non-hill-rom nurse call system was the issue in that room. Based on this information, no further action is required.